Event description:
It was reported that the subject device gave an error message (error code e311) and had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. After aeration (to remove fluid), the plug unit was found not responding ¿ causing the lack of image failure mode. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause could not be established. However, investigators believe that fluid invasion into the scope may have damaged the image sensor unit and possibly a circuit board as well ¿ ultimately causing the compromised plug unit. Olympus will continue to monitor the field performance of this device.